Manufacturer narrative:
Additional information: d9, g3, h6. The complaint allegation was confirmed. The failed device was not received for evaluation. Upon evaluating the customer's attached picture, it was noted that the anchor was damaged at the distal end at the tip. The anchor geometry was lost and deformed, most likely as a result of excessive pressure. The bone quality encountered, was described as a hard. The most likely cause for the reported failure is a user error. Per dfu-0087 at revision 0. G. Precautions. 7. Self-punching suture anchors only: insertion in very hard bone may require pre-punching a bone socket to avoid damage to the implant. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone.

Event description:
On 8/28/2023, it was reported by an arthrex subsidiary employee via email that an ar-2324pslm peek-swivelock sp anchor deformed upon insertion. This was discovered during a procedure on (B)(6) 2023. Additional information received on 9/8/2023: this was discovered during a shoulder arthroscopy procedure. The anchor never broke but deformed when it touched bone during insertion. The case was completed using an ar-2324bcc biocomposite swivelock c. The case was delayed around five minutes.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.